Manufacturer narrative:
(B)(4). Batch#: 559a50. Date of event: date of event is 2022, event day and month unknown. Captured as on (B)(6) 2022. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any change in the patient¿s post-operative care due to the 10 min prolonged procedure? What is the most current patient health status and condition? Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with one gst60w reload loaded in the device. The reload was received unfired. In addition, fifteen gst60w reload was received. The reloads (b and o) were received fully fired and with damage on reload deck. The reloads (c, d, e, f, g, h, I, j, k, l, m, n, and p) were received fully fired. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a returned reload (a) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a liver resection the staplers wouldn¿t fire on the tissue. Some staplers would fire but the doctor thinks the tissue was too thick. Some 45s fired but by 3/4 firing the stapler ceased to work. The case was delayed by ten minutes. No patient consequences reported. No further information is available.